Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. The coil is stretched and separated 142.1cm from the strain relief. Microscopic examination of the detached burr revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem.

Event description:
It was reported that the burr fractured. The target lesion was located in the right coronary artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that speed decreased and the burr was fractured. The burr was then removed with a non-specified 0.014 wire from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the patient's lesion characteristics were severely tortuosity and calcified. The patient's status post procedure was stable.

Event description:
It was reported that the burr fractured. The target lesion was located in the right coronary artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that speed decreased and the burr was fractured. The burr was then removed with a non-specified 0.014 wire from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.